Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No ramping numbers or scroll bar moving without button press noted. Missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 122 mg/dl. Troubleshooting was performed. The device was returned for analysis.